Event description:
Report rec'd from abbott international affiliate that states: "complaint from the anesthesia department: blood backflow at the level of the thermistor requiring the medical device removal." Further event and pt info was requested, but none was available.